Event description:
Caller reported a malfunction on pump with no notable events occurring prior to it. Although customer's blood glucose (bg) level rose due to the issue, there was no adverse impact to the customer's blood glucose level. The customer took corrective action by administering a correction injection via mdi, and technical support provided assistance by guiding the caller through a pump reset procedure. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.